Event description:
It was reported that bd connecta plus3 red was blocked with minor injury. The following information was provided by the initial reporter: mild injury the patient was pumped with pressor drugs for 24 hours, and the three-way valve was blocked and drug-intolerant. Infusion of liquid medicine. Immediately replace the new consumable three-way and continue to infuse the liquid.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 394605 and lot number 4124010 . The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.